Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tip of the hex end of the driver fractured off and was not returned. The retaining rod was not returned for evaluation. The device was manufactured in 2008 and exhibits signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The medical investigation concluded that, based on the limited information provided, the root cause of the reported broken tip cannot be determined. The 455/ 465 stainless steel are not implantable alloys; therefore, long-term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, local irritation/discomfort, and probable MRI restrictions cannot be determined. No further medical assessment can be rendered at this time. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the head of the screwdriver broke while implanting the screw. The tip was retained inside the implanted screw. No delay reported. No patient injuries reported. An s&n backup was available.